Event description:
The nurse evaluated the pt and then called and received an order from the pt's physician to discontinue the magnesium sulfate and just leave the maintenance IV running (without the pump). The nurse discontinued the magnesium sulfate by removing the tubing out of hte pump, at that time, nurse found that the magnesium sulfate tubing was in hte main pump line with the maintenance IV (lactated ringer) piggybacked to it. The pt was in active labor and delivered with no complications". The facility's risk mgr reported the intended rate of magnesium sulfte was 2.5gm/hr but instead, magnesium sulfte was infusing at the rate of the maintenance IV fluid, lactated ringer. The rate of lactated ringer was unk. According to the risk mgr, the nurse accidentally turned off the lactated ringer infusion and kept magnesium sulfate running. Reportedly based on the pt's chart, it was not clear how long the pt was receiving magnesium sulfate at the incorrect rate and there was no notation in the chart in regards to any changes in the ivs. The risk mgr reported there were no changes in the pt's status; the pt did not become toxic and no adverse outcome resulted from the event resulted. The infusion was stopped, magnesium sulfate was discontinued, and no medical intervention was required.